Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure that included octaray mapping catheter. The patient experienced cardiac perforation that required pericardiocentesis / surgical repair. Timing of adverse event: during use of bwi products, first noticed post transseptal, during mapping phase. Sometime between the transseptal puncture and the first radio frequency lesion (non performed), the patient developed a pericardial effusion which was observed by a pressure drop and by intra-cardiac ultrasound. A pericardiocentesis was performed in which 2 liters were removed from the pericardial space. The patient was stabilized and transferred to the operating room for surgical repair. Additional information was received on 08-aug-2023. Physician's opinion on the cause of adverse event was procedure related (perforation in the left atrial appendage). Outcome was improved. Patient required extended hospitalization because of adverse event. She came out of computed tomography (CT) surgery and was in recovery. Two transseptal punctures with a baylis nrg needle. No ablation was performed prior to noting the cardiac tamponade. No evidence of steam pop. Flow settings for irrigated catheter were 2 ml/min, standby flow. Ablation catheter was in the left atrium (la) but force was not zero-ed yet. Additional information was received on 14-aug-2023. An octaray catheter was used for mapping. Additional information was received on 15-aug-2023 and 22-aug-2023. Agilis and sl fixed sheath were used. Two transseptal punctures were performed so that they can both be in the la at the same time. One for the ablation catheter and one for the mapping catheter. Physician did not specify which device was likely to cause the effusion. Since no ablation was performed and the event occurred during the mapping phase, this event was assessed as MDR reportable under the mapping catheter (octaray mapping catheter). Additionally, the sheath used during transseptal puncture (noted to also possibly be a contributing factor) was not a biosense webster, inc. Product.